Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was squirting insulin and leaking during the fill tubing stage of the infusion set change process. Her blood glucose level was 280 mg/dl. Insulin continued to drip after the motor stopped during the manual prime process. She was unable to exit the preparing to prime loop. The issue was resolved by changing the reservoir. The product was not returned. Nothing further to report.